Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the system and found electrical jack, j4 on the cbc (complete blood count) waste interface board appeared burnt. The fse replaced the board and reconnected the harness. The fse discovered the lab had experienced a power surge prior to this event which may have attributed to this issue. The fse did not find any active leak that would have caused this issue; however, he did find an encrusted buildup on solenoid valve vl114 and replaced it along with its manifold mf102, tightened all vc's and tubing connections as a preventative. Latron, qc and reproducibility, all within specification. (B)(4).

Event description:
The customer reported a burning smell from the unicel dxh 800 coulter cellular analysis system. The system generated numerous error messages (cbc waste chamber drain did not sense empty, solenoid vl114 shorted) preceding the smell, halting instrument operation and the customer powered the instrument off. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the system. There was no smoke, fire or sparks observed; only the smell of smoke, and the fire department was not called. There was no death, injury, or change to patient treatment and no erroneous results were generated in connection with the reported event.